Event description:
It was reported that pump displayed malfunction alarm during period of extreme hot weather, but customer¿s blood glucose level did not reach reported high threshold. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, and issue did not recur after reset; customer had reportedly experienced similar issue several times over past year, was offered pump replacement but chose to continue using current pump, and was instructed to call back and receive replacement pump if malfunction occurred again.